Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string could not be found on the pessary leaving the pessary inside. She felt the string initially. Multiple attempts have been made to obtain further information, however no further information has been received.